Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlets despite using multiple usb cables and wall adapters. The customer's blood glucose level was 250 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source using a replacement wall adapter. During follow up, the customer reported the issue was resolved.